Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence it was reported that uncomfortable stimulation sensation. Caller stated that they are having problems with the device. Caller stated that it is hurting in the area where the stimulation goes in between their legs. The caller added that it has never done this before. Caller confirmed they have not had any falls or accidents, but they have lost a lot of weight. The caller mentioned that they called their urologist yesterday and the doctor told them to turn the stimulation off and contact the representative in the morning. The agent asked the caller if turning stimulation off helped with the pain, and caller stated they are still feeling pain. The patient was redirected to their healthcare provider to further address the issue. The agent provided the caller with nas number for the healthcare provider office to call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.